Event description:
It was reported that the procedure was to treat a de novo lesion located in the mildly calcified, mildly tortuous, distal left anterior descending artery. After deployment of the 2.5x18 mm xience prime stent a dissection was observed. A second xience prime stent was used to cover the dissection successfully. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event.